Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while performing a cyber security update in clinic, the device went into backup vvi mode and the patient began to feel symptomatic and lightheaded. The update was cancelled, a firmware download was performed, and the device was restored. The patient was fine after the intervention.